Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, specifications, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one pta5-35-135-3-14.0 was returned for investigation. Biomatter was present throughout the device. During the functional test, the balloon was inflated with water and a leak was noted near the proximal end, approximately 3.3cm from the proximal bond. The balloon was then inflated with air inside a beaker filled with water to photograph the rupture. A visible tear was noted in the balloon at the leak. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, quality control procedures, and overall device history file were conducted, and no gaps were discovered. Through this review, cook has determined that appropriate measures are in place to prevent this failure. Moreover, an IFU is provided with the device, which states ¿for percutaneous transluminal angioplasty (pta) of lesions in peripheral arteries including iliac, renal, popliteal, infrapopliteal, femoral, and iliofemoral as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae." It goes on to say, ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit." Based on the information provided and the examination of the returned product, investigation has concluded that a root cause could not be established. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, an (B)(6) patient (gender unknown) was undergoing an intervention of the superficial femoral artery utilizing a advance 35 lp low profile balloon catheter. The balloon burst circumferentially upon initial inflation in the heavily calcified lesion below nominal pressure. An inflation device was used. The balloon was inflated to 4 atmospheres (atm) once for 3 to 5 seconds. Omnipaque contrast in a 50/50 mixture with saline was used for the inflation. After bursting, the balloon was deflated and removed through a sheath. The lesion was described as 90 to 95 percent occluded. There was no vessel angulation or tortuosity. Another balloon was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.